Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) found matrix drawer had medications assigned to pocket 4, and the quantity stocked was too large to fit in the designated space. This caused packets of medications to spill behind the drawer, obstructing the drawer sensor. After several packets were removed from behind the drawer, the drawer operated normally. The drawer was then tested in the hardware test application (hta) environment without any failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed to recover. The customer stated that there was no delay to the patient care. There were no adverse events or injuries reported based on this event.